Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was in the 300's mg/dl range. The customer cleared the alarms and performed a supply change resolving the occlusion.